Manufacturer narrative:
The device was repaired and returned to the asset inventory. A supplemental report will be submitted if additional information becomes available following investigation.

Event description:
The device was returned to the olympus repair center for general inspection. There was no complaint alleged against the device. During evaluation, the repair center found a worn out video connector latch causing loss of image when the pigtail was wiggled. There was no patient involvement; the issue was identified during service.

Manufacturer narrative:
This report is being updated to provide investigation results. The device history record (DHR) for the complaint device has been reviewed and it is confirmed that the device met all design and quality specification when it was shipped. The instructions for use (IFU) shipped with the device provides the user the following information related to the reported event: make sure that the video connector and its electrical contacts are completely dry before connecting the plug to the video system center. Do not apply excessive force to the video system center and/or other instruments connected. Conclusion: the definitive cause of the reported events could not be established. It has been more than three and a half years since the delivery of device with high frequency of use, it is possible the locks and pins of the video connector are worn. It is also possible that inadvertent excess force was applied by the user causing the connector to be damaged causing an unstable/intermittent image. It is speculated that video connector wear occurred due to corrosion of the connector caused by the user or by leaving foreign matter such as dust, dirt, or remaining chemical liquid adhered to the connector.